Manufacturer narrative:
The reported event was not confirmed. The device operated within specifications for the reported event. Preventive maintenance was performed on the device and returned to the user facility.

Event description:
Customer reported that the bur would not engage and cut patient lip. There was a ten minute delay, medical intervention, adverse consequences to the patient reported. Customer reported the bur was incorrectly loaded into the device.